Manufacturer narrative:
This supplemental report was submitted to provide the investigation results performed by the legal manufacturer. The customer¿s reported problem was confirmed/reproduced as internal lens breakage is attributing to a dark/blurry image. A review of the manufacturing and quality control review was performed for the subject device and shows no non-conformities with respect to the described problem. The device history records indicates the device was manufactured according to valid instructions and met all specifications. The exact cause of the reported event cannot conclusively be determined, however, based on the fault patterns the cause of the reported problem is potentially due to excessive force/stress by the customer. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The repair evaluation confirmed the customer¿s reported issue, found internal lens breakage attributing to dark/blurry image. The cause of the broken lens could not be determined at this time. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer trueview ii autoclavable telescope was returned to the olympus repair center for an illumination issue, dark image. The customer reported problem was found at an unspecified event. However, during the repair inspection, internal lens damage was identified. No death or injury and no impact to person or other was reported to olympus. This report is being submitted to capture the internal lens damage found during the repair inspection.